Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/(B)(4)/model #: 1650/expiration date: 2018-04-30, (B)(4), yes, return date: 2018-03-08, no, device evaluation anticipated, but not yet begun, mfg date: 2017-04-30. No if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient attached two fully charged batteries to the controller. After the second battery was attached both batteries went from four green bars to one red bar and the controller powered down. The pump was off for a minimal amount of time. The batteries were placed on the charger, however after several hours the charger still indicated a yellow light. This occurred with a second charger as well. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries were returned for analysis and evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to charge and provide power to a controller. Log file analysis revealed a controller power up event on (B)(6) 2018 at 14:09:41. The data point prior to the loss of power revealed that an ac adapter was connected to power port one (1) with and (B)(4) was connected to power port two (2) with 44% relative state of charge. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 12 seconds. As a result, the reported loss of power event was confirmed; however, the reported battery malfunction could not be confirmed. A possible root cause of the loss of power can be attributed to an intermittent disconnection on one or both power sources. (B)(4) was initiated to capture events involving the controller losing power. Additional products: battery/ (B)(4). H6 FDA conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: battery, bat553792, was returned for analysis and evaluation. The returned unit passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery/ bat553863 device evaluated by MFR: yes, FDA method code(s): 10, 4112, FDA results code(s): 213, FDA conclusion code(s): 19 battery, bat553863, was returned for analysis and evaluation. The returned unit passed visual inspection and functional testing. I nvestigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.